Manufacturer narrative:
Follow-up information received on 18-dec-2015 via social media: consumer stated what happens when an essure coils embeds in other organs. Product technical complaint investigation received on 18-dec-2015: ptc global number: (B)(4) final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) or lack of efficacy and a quality defect. Company causality comment: this case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy with essure and completed spontaneous abortion (with vaginal bleeding with clots, light headedness and cramp: pain was only mild). Spontaneous abortion is a serious event due to medical importance and unlisted according to the reference safety information for essure; pregnancy with essure is non-serious, listed. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, patient underwent hysterosalpingogram which confirmed bilateral proximal tubal occlusion. Therefore, causal relationship between essure and the pregnancy cannot be excluded. Spontaneous abortion is the most common complication of early pregnancy. Risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. In this particular case, patient stated that she was pregnant for several weeks and she had a previous history of spontaneous abortion. However, due to the lack of a proven alternative explanation and to a plausible temporal relationship between abortion and essure treatment, a mechanical interference of the device on the developing pregnancy cannot be excluded. She also stated via social media essure coil embeds in other organs. Although it is not clear whether a device embedment was confirmed, this event was regarded as a suspicion of embedded device in a conservative approach (serious event due to medical significance and listed for essure). Given the nature of this event, causality with the suspect insert cannot be excluded. Based on the available information no product quality defect was confirmed.

Event description:
This initial case report was received on 21-oct-2013 and refers to a patient in the united states. The report refers only to information received from medical records. It describes the occurrence of amenorrhea, irregular periods, pregnancy with essure, failed sterilization, completed spontaneous abortion, and anemia in a (B)(6)-year-old female patient who received essure (fallopian tube occlusion insert). The patient's medical history included endometriosis and laparoscopic treatment in 2003, chronic migraine, and bilateral myringotomy (in 1982). In additional her medical history includes gravida 7 para 5 (vaginal delivery in 2011, 2004, 2006, 2009 and 2011) and a spontaneous abortion (in 2003). Her family history includes diabetes type ii, hypertension and hypercholesterolemia. Concomitant medication includes ibuprofen and co-q10 supplements. The patient was not smoker. On (B)(6) 2011 the patient had essure (fallopian tube occlusion insert) inserted. She was breast feeding a baby at the time of insertion. On (B)(6) 2011 the patient underwent hysterosalpingogram which confirmed bilateral proximal tubal occlusion. The patient had breastfed until mid 2012 and had resumed her menses in (B)(6) 2012, but she had irregular periods every 1-2 months. Her last menstrual period occurred in (B)(6) 2013. The patient had a vaginal bleeding, on (B)(6) 2013 it became heavy and with clots. Due this the patient went to emergency room at 10:58, she also had cramp and light headedness, although the pain was only mild. She denied any significant pregnancy symptoms neither unilateral pelvic pain nor shoulder pain. Transvaginal ultrasound: a posterior uterus measuring 11.8x6.5x6.4 cm. The upper endometrial cavity was without evidence of gestational sac with the endometrial lining measuring only 9.1mm in thickness. The lower uterine segment and endometrial canal, however, was notable for what appeared to be retained layered echogenic tissue most likely retained production of conception. No pelvic free fluid was seen. Both ovaries were normal and unremarkable. Pelvic examination: external genital without lesions. Vagina was notable for a large amount of blood clots in the 200 cc range which removed and then her cervix was noted to be approximately 1.5 cm dilated and ringed forceps were used to remove retained products of conception from the endocervical canal and lower uterine segment without difficulty, and there was a fair amount of tissue consistent with placental tissue and membranes. No adnexal masses were noted. Laboratory: her hemoglobin at the admission was 12.3 at 11:09 and then it was repeated at 15:46 was 9.9. White blood cell was normal at 10.3 and platelets 183,000. Quantitative pregnancy test, beta hcg 13.308miu/ml (4-5 weeks of gestation: 1000- 50000). Comprehensive metabolic panel was unremarkable except for a random glucose of 130. Microscopic description of products of conception: product of contraception showing chronic villa rimmed by trophoblasts associated with hemorrhagic and degenerating decidualized stroma. Fetal components are not identified. The patient received 500 cc of hetastarch and 2 liters of normal saline solution due to hemoglobin low level. A repeated pelvic exam at 16:41 had revealed only minimal bleeding and the uterus was posterior, firm and non-tender. The patient was observed until 17:00 hours. She denied have more episodes of some increased bleeding when she got up after product of conception was removed. She was discharged home thereafter. The physician concluded that the patient had a completed abortion, at unknown gestational age. The product of conception were consistent approximately 6-7 weeks and bleeding subsequently resolved. In addition was concluded that sterilization method was failed and she had anemia (for which it was recommended ferrous sulfate 325 mg p.o , b.i.d.for 2 months). The patient will be followed during 3-4 weeks. Reporter causality: the events were considered related with essure (B)(6)2013: upon an internal review it was seen that this is not a potential legal case. 27 nov 2013: no new ptc created. Follow-up information received on 27-oct-2015 and on 16-nov-2015. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (B)(4). Consumer reported pregnancy and miscarried two years after her positive essure confirmation test. On (B)(6) 2011, essure was inserted with a positive confirmation test on (B)(6) 2011. Her medical history included five health children (all normal pregnancies), history of migraine headache and pelvic endometriosis. On (B)(6) 2013, consumer started spotting which was the typical start to a menstrual cycle. On (B)(6) 2013, the bleeding was suddenly profuse. She went to emergency room (ER), blood tests were performed and confirmed she was pregnant. A vaginal ultrasound was performed and the fetus was present but there was no heart-beat. She was sent back to ER to deliver the fetus. She stated that was pregnant for several weeks, but dismissed the missed periods and other symptoms to peri-menopause. Subsequent to complete spontaneous abortion on (B)(6) 2013, she felt into a period of severe depression, which was diagnosed by her physician as postpartum depression and she developed problems with abnormal uterine bleeding after discontinuing breast feeding and had developed persistent bleeding ever since her miscarriage despite taking medroxyprogesterone 10mg for 10 days. A vaginal ultrasound was performed two months after miscarriage and determined that she had a uterine infection resulting from the miscarriage. She also had sonohystogram along with aspiration endometrial curettage on (B)(6) 2013 which revealed some thicker anterior endometrial lining without evidence of polyps or sub mucosal leiomyoma but endometrial curettage revealed chronic endometritis and findings suggestive of polypoid change. She was subsequently treated with doxycycline for 2 weeks which completely resolved her abnormal bleeding and menses since that time have been monthly without intermenstrual bleeding or dysmenorrhea. She wanted essure removal and her physician was weighting the benefits to the risks. She was not sure if they migrated so just hoping they were still where they were supposed to be. She was experiencing heavy bleeding for 1-2 days each month, continuous dull/ aching pain with moments of stabbing/ burning pain on lower left abdomen for a few days around ovulation each month, fatigue, weight gain and bloating. She tried with no avail to return to the same weight that she did after each of her previous pregnancies. Company causality comment: this case report refers to a (B)(6)-year-old female patient who received essure (fallopian tube occlusion insert) and experienced pregnancy with essure and completed spontaneous abortion (with vaginal bleeding with clots, light headedness and cramp: pain was only mild). All events, except pregnancy, are serious due to their medical importance and unlisted according to the reference safety information for essure; pregnancy with essure is non-serious, listed. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, patient underwent hysterosalpingogram which confirmed bilateral proximal tubal occlusion. Therefore, causal relationship between essure and the pregnancy cannot be excluded. Spontaneous abortion is the most common complication of early pregnancy. Up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation will undergo spontaneous abortion. Risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. In this particular case, patient stated that she was pregnant for several weeks and she had a previous history of spontaneous abortion. However, due to the lack of a proven alternative explanation and to a plausible temporal relationship between abortion and essure treatment, a mechanical interference of the device on the developing pregnancy cannot be excluded. Additionally, other serious events and non-serious events were reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received.the plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("device removal"), embedded device ("essure coil embeds in other organs"), abortion spontaneous ("completed spontaneous abortion"), pregnancy with contraceptive device ("pregnancy with essure"), endometritis ("chronic endometritis") and uterine infection ("uterine infection") in a (B)(6) female patient ((B)(6)) who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed sterilization". The patient's past medical history included spontaneous abortion in 2003, endometriosis externa, chronic migraine, myringotomy in 1982, vaginal delivery in 2001, vaginal delivery in 2004, vaginal delivery in 2006, vaginal delivery in 2009, vaginal delivery on (B)(6) 2011, breast feeding in 2012, laparoscopy in 2003, multigravida, parity 5 and postpartum state (at time of essure insertion) on (B)(6) 2011. She had no history of tubal surgery, prior uterine or cervical surgery. She was not allergic to nickel. Previously administered products included for an unreported indication: toradol, lorazepam and vicodin. Concurrent conditions included non-tobacco user. Family history included diabetes, hypertension and hypercholesterolemia. Concomitant products included ibuprofen and ubidecarenone (coq10). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menstruation irregular ("irregular periods every 1-2 months"). In (B)(6) 2013, the patient experienced the first episode of amenorrhoea ("no menstrual period"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage, dizziness, abdominal pain, genital haemorrhage and foetal heart rate abnormal and anaemia ("anemia"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), endometritis (seriousness criterion medically significant) with uterine haemorrhage, the second episode of amenorrhoea ("resumed her menses"), vaginal haemorrhage ("spotting"), perinatal depression ("postpartum depression"), uterine infection (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), ovulation pain ("pain on lower left abdomen for a few days around ovulation each month") and complication associated with device ("device complication"). The patient's last menstrual period was in (B)(6) 2013 and estimated date of delivery was on an unknown date. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hetastarch, sodium chloride, ferrous sulfate, doxycycline and surgery (device removed). Essure was removed. In (B)(6) 2013, the menstruation irregular had resolved. At the time of the report, the medical device removal, embedded device, endometritis, anaemia, vaginal haemorrhage, perinatal depression, uterine infection, fatigue, abdominal distension, ovulation pain and complication associated with device outcome was unknown, the abortion spontaneous, pregnancy with contraceptive device and the last episode of amenorrhoea had resolved and the weight increased had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, anaemia, complication associated with device, embedded device, endometritis, fatigue, medical device removal, menstruation irregular, ovulation pain, perinatal depression, pregnancy with contraceptive device, uterine infection, vaginal haemorrhage, weight increased, the first episode of amenorrhoea and the second episode of amenorrhoea to be related to essure. The reporter commented: the left tubal ostium was initially obscured by some post placenta implantation changes; it was uncovered without difficulty and appeared normal. The essure insert was guided into the fallopian tube without difficulty; three coils were visible into the uterine cavity. Right tubal ostium was normal; essure insert was placed into the tube without significant resistance and two coils were visible once the insert was released. The procedure was very well tolerated. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose (60 - 99) - on (B)(6) 2013: 130 (elevated); blood thyroid stimulating hormone (0.34 - 5.60 mui/ml) - on (B)(6) 2013: 1.29 mui/ml (normal); eosinophil count (1 - 5 %) - on (B)(6) 2013: 1.4 % (normal); haematocrit (34.9 - 46.9) - on (B)(6) 2013: 37.4 (normal) then 30,4 (depressed); haemoglobin (11.7 - 15.7) - on (B)(6) 2013: 12.3 (normal) then 9.9 (depressed); human chorionic gonadotropin - on (B)(6) 2013: 13,308 mui/ml; hysterosalpingogram - on (B)(6) 2013: positive; lymphocyte count (25 - 45 %) - on (B)(6) 2013: 7.0 % (depressed) then 27.1 % (normal); mean cell haemoglobin (26.6 - 33.8 %) - on (B)(6) 2013: 29.0 % (normal); mean cell haemoglobin concentration (32 - 35 %) - on (B)(6) 2013: 33.0 % (normal); mean cell volume (80 - 100 %) - on (B)(6) 2013: 87.8 % (normal); monocyte count (2 - 13 %) - on (B)(6) 2013: 4 % (normal); neutrophil count (50 - 80) - on (B)(6) 2013: 67.1 (normal); platelet count - on (B)(6) 2013: 183,000; pregnancy test - on (B)(6) 2011: negative; on (B)(6) 2013: positive; red blood cell count (3.79 - 5.23) - on (B)(6) 2013: 4.26 (normal); ultrasound scan vagina - on (B)(6) 2013: fetus was present but there was no heart-beat; white blood cell count (3.9 - 11.0) - on (B)(6) 2013: 10.3 (normal) then 0.7 (depressed); on (B)(6) 2011: hsg: inserts identified within each fallopian tube, with the right proximal insert just at the beginning of the right cornua. The left insert was approximately 10mm away from the left cornua but there was bilateral tubal occlusion confirmed with dye up into the cornua bilaterally but no further. Unknown date: transvaginal ultrasound: a posterior uterus measuring 11.8x6.5x6.4 cm. The upper endometrial cavity was without evidence of gestational sac with the endometrial lining measuring only 9.1mm in thickness. The lower uterine segment and endometrial canal, however, was notable for what appeared to be retained layered echogenic tissue most likely retained production of conception. No pelvic free fluid was seen. Both ovaries were normal and unremarkable. Pelvic examination: external genital without lesions. Vagina was notable for a large amount of blood clots in the 200 cc range which removed and then her cervix was noted to be approximately 1.5 cm dilated and ringed forceps were used to remove retained products of conception from the endocervical canal and lower uterine segment without difficulty, and there was a fair amount of tissue consistent with placental tissue and membranes. No adnexal masses were noted. Microscopic description of products of conception: product of contraception showing chronic villa rimmed by trophoblasts associated with hemorrhagic and degenerating decidualized stroma. Fetal components are not identified. The physician concluded that the patient had a completed abortion, at unknown gestational age. The product of conception were consistent approximately 6-7 weeks. In (B)(6) 2013, a vaginal ultrasound was performed two months after miscarriage and determined that she had a uterine infection resulting from the miscarriage. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) or lack of efficacy and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: essure lot number, ethnicity, historical medications, historical conditions, lab data and negative history were added from medical records. Company causality comment: this case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy with essure and completed spontaneous abortion (with vaginal bleeding with clots, light headedness and cramp: pain was only mild). This case became legal. Spontaneous abortion is unanticipated according to the reference safety information for essure; pregnancy with essure is anticipated. In this particular case, patient underwent hysterosalpingogram which confirmed bilateral proximal tubal occlusion. Therefore, causal relationship between essure and the pregnancy cannot be excluded. Spontaneous abortion is the most common complication of early pregnancy. Risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. In this particular case, patient stated that she was pregnant for several weeks and she had a previous history of spontaneous abortion. However, due to the lack of a proven alternative explanation and to a plausible temporal relationship between abortion and essure treatment, a mechanical interference of the device on the developing pregnancy cannot be excluded. She also stated via social media essure coil embeds in other organs. Although it is not clear whether a device embedment was confirmed, this event was regarded as a suspicion of embedded device in a conservative approach (serious event due to medical significance and listed for essure). Given the nature of this event, causality cannot be excluded. In this case, it was reported that device was removed, however the reason was not provided. This case was regarded as incident. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.